Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Additionally, the customers blood glucose level displayed "high". A manual injection of insulin was administered to resolve elevated glucose. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the cartridge change error; however, no response was received.